Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer main 4.1 and 4.1 was failed to open. The customer indicated that they were able to retrieve the medication from another unit. The medication is called insulin. The customer stated that the malfunction occurred when user trying to issue medication for the patient and there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 was hard to open. A field service engineer replaced bumpers to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.